Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the helicoil knotless anchor broke when starting to thread it into the bone. The anchor was removed using tweezers. The procedure was completed with a smith and nephew back up device with no surgical delay, was necessary to drill an additional hole to used the back up and no debris was evident that could affect the entry of the anchor. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor is broken and missing threads. The missing threads were not returned. Bio debris is present. The insertion has no visible defect. A functional evaluation was performed on the returned device and found that the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that based solely on the results of the product evaluation the root cause of the reported issue was the result of a user vs procedural variance. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl reconstruction, the helicoil knotless anchor broke when starting to thread it into the bone. The anchor was removed using tweezers. There was a void left in patient. The procedure was completed with a smith and nephew back up device with no surgical delay, was necessary to drill an additional hole to used the back up and no debris was evident that could affect the entry of the anchor. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the helicoil knotless anchor broke when starting to thread it into the bone. The anchor was removed. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.